Event description:
It was reported by service report that the cot is not lowering with power or manual mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.